Event description:
We received an allegation about discrepant results for 1 patient serum/plasma sample tested with elecsys troponin t hs (tnths) assay on a cobas e801 immunoassay analyzer. Initial result: 298 ng/l. 1st repeat result: 6.97 ng/l (original sample was tested). 2nd repeat result: 7.00 ng/l (original sample was tested). The customer noticed that the initial result did not match the patient's clinical symptoms. And therefore, no questionable result was reported outside the laboratory and the sample was repeated.

Manufacturer narrative:
The cobas e801 immunoassay analyzer serial number was (B)(6). Calibration signals were within expectations on (B)(6) 2023 but the recommended re-calibration after the 12 weeks when using the same reagent lot was not performed. Qc was within assigned ranges on the day of the event. The alarm trace showed no hint for an issue. The field service engineer (fse) found some dust on the surface of the instrument. The analyzer was cleaned. The root cause was due to the dust on the instrument that might have contaminated the sample. The fse did a performance check and the analyzer was performing within specifications. The investigation determined that a general reagent problem can be excluded.